Event description:
It was reported that an occlusion alarm alerted while the patient was wearing the pod for between 5 and 24 hours. The patient's blood glucose rose above 30 mmol/l (540 mg/dl) and the pod was removed from the patient's leg. The patient was transported to the emergency room (ER) by ambulance where a new pod was applied. The patient was released after two hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.